Event description:
On post-operative days, intraabdominal drain tore during attempted removal from patient. Patient underwent a laparoscopic procedure to retrieve the retained drain.

Manufacturer narrative:
No sample was returned for evaluation.